Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient experienced hypoglycemia on (B)(6) 2026. The blood glucose level was 62 mg/dl and patient was treated by drinking juice. The event occurred because the patient had not disconnected during the rewind/prime sequence. No further information available.